Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the device was ¿functionally okay¿ with ¿insignificant anomalies.¿ the device ¿functioned properly throughout the 100 hours of testing at body temperature.¿

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had turned off unexpectedly on ¿several occasions.¿ upon interrogating the patient¿s inss, it was noted ¿the left device had switched once and the right device had switched four times.¿ after the patient¿s family and physician had discussed their options, ¿it was decided to replace the existing device.¿ as a result, four days prior to report the patient¿s devices were replaced. The patient¿s physician had requested the analysis of the inss ¿by way of caution.¿ there were ¿no¿ health hazards to the patient as a result of the event. The patient's outcome following the replacement surgery was unknown at the time of this report. A supplemental report will be filed if additional information is received. Please see manufacturer report # 9614453-2014-02047 for information regarding the patient¿s other explanted ins.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.